Event description:
This console was not on a patient. Customer reported that during routine console checkout, the battery test indicator light on the console illuminated red instead of green, indicating that the battery was discharged. The console was returned to syncardia for evaluation. The results of the failure investigation are set forth in section h10.

Manufacturer narrative:
A failure investigation was conducted, and the failure investigation report is attached hereto. The root cause was determined to be a bad battery cell related to improper handling during inactive storage. The battery test functions on the css console functioned as intended. This alleged failure mode did not pose a risk to a pt because it occurred during routine console checkout and was not on a pt. In addition, this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions, because the primary and backup controllers have independent battery power, which functioned as intended. Syncardia is closing this file. Conclusions: the reported issue was determined to be caused by css console batteries that were unable to be charged as a result of complete discharge. This could be caused by several conditions; the console was not plugged in for an extended amount of time, the console may be stored with a low charge, or the console was discharged to zero volts which could lead to sulfation. This could cause the batteries to not be able to keep a charge. As stated in the css console user's manual section 4.2 that the console must remain plugged if the console is intended for immediate clinical use. Battery failure was discovered when css console was removed from storage and corrective action was taken as indicated by the css console user's manual section 7.2, "the batteries used in the system are a sealed lead acid type. If the system is placed in inactive storage without ac power connected, then the batteries should be charged per section 1.6 every 3 months. After charging for 12 hours, any battery that does not test "green" should be replaced." Console battery alarm pcb and battery indicator leds were tested with a dc power supply to verify that these components continue to function as intended. The charging voltage from the battery backup battery power supply was acceptable, as it was measured to be within the allowable range of 27 vdc to 28 vdc. When the css console batteries were replaced with batteries from stock, the observed problem related to battery excessive discharge was resolved, which confirms that the cause of the failure was a bad battery cell. The battery test functions on the css console functioned as intended, allowing the customer to identify the need to replace the system batteries prior to use on a patient. The functionality of the controllers would not be affected by failure of the console batteries, which would allow the device to continue to provide pulsatile support to a patient. No harm to a patient was caused due to the device backup battery system operating as its design was intended.